Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the cause of the reported phenomenon. However based on the report of olympus india and the former similar case, omsc presumed there was the possibility this phenomenon was attributed to inadequate reprocessing around the forceps elevator of the subject device at the user facility. [Notes] -IFU (the instructions for safe use / reprocessing manual) says about brushing method around the forceps elevator in ¿3.5 manual cleaning: brush the forceps elevator¿. -IFU (the instructions for safe use / reprocessing manual) says as below: "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." From the above findings, the reported phenomenon is thought to be preventable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus india but has not returned to omsc. Olympus india checked the subject device for evaluation. It was confirmed that there was the foreign object around and under the forceps elevator of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus india, that it was found there was the foreign object around and under the forceps elevator of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.